Manufacturer narrative:
Complaint statement co20-2100-441: no samples were received for evaluation. No pictures were received. We have no remaining inventory of the material/batch. We have no further complaints for the material/batch. A check of quality, production, and maintenance documents revealed no deviations in relation to the reported event. The complaint cannot be determined.

Event description:
Customer states blood was hemolyzed.